Event description:
Device rec'd from the us for servicing. During servicing, the device was found to have an issue with heat. The device was not being used in surgery. There was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition of "heat" was confirmed during pre-assessment repair. If add'l info is rec'd, a supplemental report will be sent. (B)(4).